Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Healthcare provider reported that implantable neurostimulator was not shut down and that the patient just felt "medication" was off. Healthcare provider reported that patient taking medication as expected resolved issue. Healthcare provider reported that issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s dbs therapy shut down suddenly on sunday at 2 a.m., and the caller wanted to know the cause. The caller stated that the implant battery did not run down, as they charge the implant every morning. Paramedics were called, and the patient¿s ex-wife assisted them in turning the dbs back on. Patient services redirected the caller to the healthcare provider to obtain data from the device for further evaluation.